Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user transitioning from g6 to g7 experienced recurrent low blood glucose while using the ilet bionic pancreas, including an event with a reported nadir of 55 mg/dl lasting a few hours; the user treated with orange juice and reported that the device did not provide low or urgent low alerts during the event. Symptoms included shakiness. Outcomes included no need for assistance from others and no professional medical intervention. Troubleshooting and education were completed, including guidance on meal announcements; the user had been announcing snacks and energy drinks, which was discussed as a potential contributor to hypoglycemia. Investigation included complaint handling and user education. Investigation of this case revealed no device alerts during the low event and that user behavior related to snack announcements could have contributed to hypoglycemia, while the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.